Event description:
It was reported that there was a malfunction resulting in loss of drive gas pressure and loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure switch was replaced to resolve the issue. Patient information: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).